Event description:
The pacemaker was implanted on (B)(6) 2012 and explanted in (B)(6) 2014, because the patient complained of difficulties in setting appropriate pacing parameters since implantation, which reportedly led to inappropriate high pacing rate up to 100min-1 at rest.

Manufacturer narrative:
Please refer to the attached analysis report.